Event description:
During the pretest there was frosting on the probe shaft.

Manufacturer narrative:
Device not returned for evaluation. Device history record review did not reveal any issues.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.